Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing issues with sensor insertions. The customer did not know the blood glucose reading. The customer stated that every time she tried to insert the sensor, the needle would either break or bend. She stated that the prongs that held the needle were not grasping onto the sensor. She stated that she had broken 3 sensors in the process of trying to get the serter onto them. She stated that sensor was not even getting onto the serter properly and was advised that the serter would be replaced. She stated that she did not have the sensors to return and was advised to hold onto device for further reference for proper troubleshoot and/or replacement.